Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that there was an intravia empty container in which particulate matter was found on the port. The event was identified before compounding began. Therefore, there was no patient involvement, injury, medical intervention, or adverse event associated with the report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.